Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A 62-year-old female patient received hemodynamic support from a femorally inserted impella cp smartassist heart pump due to acute myocardial infarction/cardiogenic shock. Leg ischemia was noted after switching from the peel-away introducer sheath to the repositioning sheath. An external bypass was discussed. There was no intervention. It was later reported that there was no longer any lack of blood circulation. The team explanted the pump from the femoral after 5 days of support and did a new pump via the axillary access instead.